Manufacturer narrative:
Additional information has been received for this event. There is more information on the device evaluation. Correction is being made to UDI. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4 (UDI), d8, e2, e3, g2, g3, g6, h2, h4, h6, and h10. The procedure was completed with another device. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The change history of the parts of the device confirmed that the design change of dr board was done on (B)(6) 2018. This device was a product prior to countermeasures carried out in (B)(6) 2018, for the change in the operational amplifier circuit design of the dr board, and it is possible that this occurred due to a failure of the operational amplifier. Five years or more have passed since the device was manufactured, the lock and pin of the video connector receiver can have worn out due to repeated use for a long time.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, the user¿s complaint of no live image activity with 160 series scopes is confirmed. This is attributed to a faulty patient board set. In addition, worn out video connector causing poor connection.

Event description:
As reported for this event, during an unknown procedure the device yielded no live image activity with 160 series scopes. There is no reported harm or adverse impact to the patient.